Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The evaluation confirmed that the pump alarmed for a sys error 105. The evaluation was also able to reproduce the alarm caused by a failed motor assembly. The failed motor was replaced.

Event description:
It was reported that a pump alarmed for a sys error 105 when the device was powered on. It was also reported that there was no pt injury.